Manufacturer narrative:
On 7-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2022-00833 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). MFR # 2029046-2022-00834 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and a hemostatic valve broke on two separate sheaths and the brim cap detached on one of them. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small broke off. They exchanged the sheath and the replacement sheath's hemostatic valve also broke and blood was coming out. The sheath was replaced a third time and the issue was resolved. The case continued without any further incident. Additional information received indicated the hub/valve at the end of the sheath broke off. The hemostatic valve did not break into separate pieces, but it did detach from the sheath. The sheath was being used on the patient. Air did not enter the patient. This issue did not require surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised. The approximate volume of blood that was lost. No medical intervention was required. Additionally, it was noted that the hemostatic valve detached with brim cap upon review of a photo provided by the customer.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and a hemostatic valve broke on two separate sheaths and the brim cap detached on one of them. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small broke off. They exchanged the sheath and the replacement sheath's hemostatic valve also broke and blood was coming out. The sheath was replaced a third time and the issue was resolved. The case continued without any further incident. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the device was in normal conditions. However, the brim cap was detached from the hub and inserted on the dilator along with the silicon ring and the hemostatic valve. A microscopic examination of the valve and the silicon ring was performed and no evidence of damage on these parts was observed. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. Additionally, a picture was provided by the customer for evaluation and to aid in the investigation. According to the picture provided by the customer, the brim cap was detached, causing the internal components of the hub to get separated as well. The issue reported by the customer was confirmed based on the picture received. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).